Event description:
It was reported by svc report that the fowler would lower by itself once it was raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Button sticking on siderail.